Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the right ventricular (rv) lead exhibited insufficient capture thresholds and placement difficulty. Multiple attempts to reposition the rv lead were made but the rv lead became stuck in heart tissue. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.